Manufacturer narrative:
Additional suspect device: model: sc-2316-50e, serial: (B)(4); infinion 16 trial lead kit 50 cm. It is indicated that the trial leads will not be returned as they remain implanted in the patient. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a trial procedure in which two leads were implanted. Upon transport for programming it was determined that possible lead migration had occurred. An xray revealed caudal lead migration for both leads. The physician chose to reposition the right lead and the patient was brought back to recovery for reprogramming. It was then determined that possible lead migration had occurred again. No other xrays were taken and the patient was reprogrammed utilizing the final lead positions.